Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm and occlusion. The blood glucose at the time of the incident was unknown. The customer states the no delivery alarm occurred during basal. Troubleshooting was performed and no insulin would exit during manual prime. The customer states they have been using the same reservoir for 6 month. The customer was advised they must change out the every 3 to 4 days, because it can cause a blockage. The device will not be returned for analysis.